Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause was attributed to some form of stress, such as damage or deterioration of parts or electrical issues. The most probable cause of this complaint has been identified as an expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of the videoscope, peeling of the adhesive around the light guide lens was identified. There was patient involvement. .